Event description:
The device was being utilized through a graft for a dialysis procedure. The catheter was advanced over an .035 wire guide; however, hung up at the skin site entry site. The catheter was withdrawn and the tip separated at the skin entry site. The physician removed the tip from the skin site by hand. The pt sustained no adverse effect from this event.